Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of episodes showed delayed therapy for vt. The device delivered therapy after the vt rhythm degenerated into vf rhythm. Settings were left unchanged as the patient had not returned for their follow up.